Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the oxygen readings were reading higher than set value. The oxygen mixer was replaced, which resolved the customer reported issue. No patient involvement reported.